Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the patient fell off the stretcher in the emergency department and there was no alarm at the central station. It remains unknown what type of alarm was expected. The monitors were tested with various settings, revealing the monitors were alarming as designed for both the bedside monitor and central station. No other clinical information or medical intervention was reported. Additional information was received which indicated the patient passed away. At the time of the event, the patient's ECG was being monitored. The patient went into cardiac arrest, fell off the stretcher, and the leads were disconnected. The ECG leads off alarm was generated at the central station, which was acknowledged by the monitor tech multiple times. Twenty-six minutes later the nurse went to the room and discovered the patient. Security footage was reviewed and multiple meetings with hospital staff determined the monitor tech left the monitor unattended and was dealing with alarm fatigue. In addition, it was determined there was no issue with any philips device. The emergency department manager indicated the device did not contribute to the patient death.

Manufacturer narrative:
The rse talked to the customer who stated the hospital reviewed security camera footage and determined that it was a staff issue and philips equipment was not the issue. The security footage was reviewed and multiple meetings with the hospital staff and it was determined the monitor tech left the monitor unattended and was dealing with alarm fatigue. The ECG leads off alarm was generated at the central station, which was acknowledged by the monitor tech multiple times. Twenty-six minutes later the nurse went to the room and discovered the patient. Biomed tested the x3 and stated that all alarms worked as intended. The hospital decided to put the equipment back in use. A clinical specialist reviewed the logs and determined that the logs did not show any issue with philips equipment. The philips field support engineer (fse) pulled the configuration files and logs and uploaded them. A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The customer was unable to provide a more specific timestamp of the event which can be matched to the audit logs. According to the information provided, the pic ix system operated as designed and generated multiple alarms and inops (inoperative) messages around the time of the event. Additionally, no ECG off alarm will be generated due to ECG lead fallback operating mode. In case ECG lead fallback mode is configured on, another available lead becomes the primary lead if leads off inop error messages are generated for more than 10 seconds for the lead which was the original primary lead. When the leads off condition is corrected, the leads are automatically switched back. The emergency department manager of the hospital indicated the device did not contribute to the patient death. Based on this information, a device malfunction did not cause or contribute to the reported event; however, alarm fatigue with subsequent use error may have been a factor. The reported problem could not be confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.